Manufacturer narrative:
The user experienced a capsule tear during iol implantation. Vitrectomy was performed. The patient is doing fine with no follow up needed. The device was not returned for evaluation. User stated that there was no device malfunction that contributed to the adverse event, the surgeon sait it is a technique issue with the new product.

Event description:
Upon implantation of an iol the surgeon noticed a capsular tear. Vitrectomy was required.